Event description:
It was reported that the patients ipg would no longer communicate following an electric cardioversion procedure. The patient underwent an ipg replacement procedure and was doing fine post-operatively.

Manufacturer narrative:
With all the available information, boston scientific concludes that the event of the implantable pulse generator no longer being able to communicate was confirmed.the returned implantable pulse generator was not functional due to asic u2 damage. The device could not detect the remote control nor clinician programmer, and could not be charged. The battery was replaced by an external power source for further investigation. The device exhibited excessive sleep current leakage, low vh impedance, and a hot spot on u2 application-specific integrated circuit, asic. The database analysis could not be performed using an external power source after removing the depleted battery. The current from the electrical cardioversion resulted in the asic u2 damage which caused the reported complaint.

Event description:
It was reported that the patients ipg would no longer communicate following an electric cardioversion procedure. The patient underwent an ipg replacement procedure and was doing fine post-operatively.